Manufacturer narrative:
A medtronic clinical specialist visited the site and noticed some procedural/user technique issues with the setup and operation of the navigation equipment. He provided additional training and a demo to staff at the site. All instrumentation was checked and found to be fully functional and within specifications. The radiology staff and scans were not available to be checked against the imaging protocol. The rep offered to attend the next surgery and assist with the setup and management of the navigational equipment.

Event description:
A medtronic representative reported a 1cm lateral inaccuracy while in a cranial biopsy procedure. The surgeon used touch n' go registration and had the tumor inside his green sphere, with a 1.7 for an accuracy checkpoint number. He received an inconclusive biopsy and the post op scan showed the final point of the biopsy on the lateral end of the tumor instead of the center. The surgeon approximated being 1 centimeter off laterally. There was not a rescheduled procedure planned.